Event description:
The customer reported the fluoroscopic image was unable to be viewed and the user was unable to complete the pt procedure. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.